Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The device was in single parts when received. It shows marks and the holding-clip is deformed which points to the fact that the head came apart during forcible or inadequate use. No manufacturing related fault could be detected.

Event description:
It was reported that the screw came apart from the clickx body. This is report 1 of 1 for complaint (B)(4).